Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pain, urinary problems, bowel problems, and dyspareunia.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced voiding dysfunction, inflammation, having to push and strain to urinate, slow urine stream, high post-void residual, difficulty urinating, abdominal pain, burning pain (burning sensation), suprapubic discomfort, indigestion, heartburn, back pain, neck pain, neck stiffness, overactive bladder, chronic constipation, chronic pain syndrome, stress and mixed urinary incontinence, urinary retention, painful urination (dysuria), urinary frequency, shortness of breath, sensation of incomplete emptying, intermittent urine stream, difficulty postponing urination, nocturia, urinary urgency, urethral stricture and required non-surgical, and additional surgical interventions.